Manufacturer narrative:
Please disregard the information from the previously submitted medwatch as this incident has been determined to be non-reportable. The damage on the unit was found to have no functional impact. The flow knob being pushed in was found to be the root cause of (B)(4)/ medwatch #: (B)(4) and was separate from the damage found to the unit after shipment. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Non-standard packaging material was used to return this item. It is not known if the damage was caused by the shipment. During laboratory analysis, the product surveillance technician (pst) observed that the calibration of the epgs was initiated and immediately failed. He noticed the flow knob was not rotating during calibration and discovered that it was pushed in and rubbing on the front of the epgs. He pulled the flow knob away from the front of the epgs, waited a 15-minute warmup period, then calibration of the epgs was initiated and passed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2019-0038.

Event description:
It was reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) was found to be damaged causing the flow knob to be pushed in. There was no patient involvement.